Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had a pod on for about 48 hours. When they took it off due to pain they were experiencing, there was pus coming out from the insertion point. The site was red and infected. The patient wen to their doctor where they were treated and prescribed medication and antibiotics (duricef/cephadroxyl 500 mg bid and monodox/doxycycline 100 mg bid).